Manufacturer narrative:
Insulin pump was received with cracked and bleeding on lcd glass. Insulin pump was unable to perform no delivery test, due to display anomaly. Insulin pump had a cracked end cap and cracked end cap area.

Event description:
It was reported that the customer had high blood glucose levels of 230 mg/dl. The customer reported that the insulin pump had a crack on the screen. It was also reported that there was a crack on the side of the insulin pump. It was reported that the insulin pump had been dropped in the past. The customer also reported a no delivery alarm fro the insulin pump in the past. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.